Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on 2018-apr-16. It was reported that the catheter connector was cut off the catheter in the buttock pocket and the expiring pump and proximal catheter were removed. The new pump-side catheter was tunneled from the new abdominal pocket to the buttock pocket using the tunneling device. The "catheter sutureless" was then attached to the 40cc pump in the pump pocket, making sure that the connection was in good alignment and rotated freely after connection. It was noted that the hcp did not see "issue in source," and the outcome looked okay.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n180745001, implanted: (B)(6) 2009, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID:: 8711, serial/lot #: (B)(4), ubd: (B)(6) 2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and other non-malignant pain. It was reported a catheter revision took place on (B)(6) 2015. It was noted a second pump segment was added to move to abdomin. It was noted the patient's weight was (B)(6) lbs.